Event description:
It was reported that the customer had a button error alarm the insulin pump. Customer's blood glucose level was 116 mg/dl. Customer stated that the pump was just in his pocket. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
All buttons function properly however, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.